Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported that the infusion tubing became disconnected from the luer lock of the infusion set and caused a leak. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.